Event description:
Bilateral breast pain; arthritis; loss of pigmentation was given as reason to explant. Not implanted at this hospital. Information about silicone implants not available at time of surgery. Surgeon will attempt to obtain information so that a report may be filed. This has caused a delay in reporting. All known information is reported at this time. A seperate explant report will be filled for the manufacture as required under device tracking.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.